Manufacturer narrative:
The patient remains stable on bivad support. The device was serviced and we are awaiting the results. There is no further info available at this time.

Event description:
The patient was implanted with a bi-ventricular assist device (bivad). It was reported by the biomed that during implant, the dual drive console (ddc) was not receiving a fill signal. The pt went into pulmonary edema. The pt was then switched to a back up driver without further incident.